Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the surgeon hit the nav offset broach handle std to implant a stem by using a mallet, the prism of the nav offset broach handle std broke."